Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: scratched display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be peeled up on the edge next to the up arrow button. On testing, all the buttons were normally response and functional with normal spring back and click. The keypad cover was removed for investigation without any evidence of damage, defect or contamination. The display screen was noted to be scratched.